Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was subject coil was selected to fill the vessel. And, physician framed tetra but struggled to detach it. However, the rep confirmed that this was likely because he did not ¿see the light,¿ suggesting that the detachment zone had not yet exited the microcatheter. Based upon the information provided therefore, a probable cause of user error will be assigned to the as reported code since there was a deviation from the device directions for use (dfu) that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that the physician struggled to detach the coil (subject device). It was confirmed that this was likely because he did not ¿see the light,¿ suggesting that the detachment zone had not yet exited the microcatheter. He was eventually able to detach the coil (subject device) by pressing the button on power supply a few times. When going up with the second coil, physician realized that the first coil (subject device) was still in the microcatheter. The physician pulled out second coil and went up and used guidewire as a medical intervention to push the first coil (subject device) out of the microcatheter. The physician followed up with three other coils and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the physician struggled to detach the coil (subject device). It was confirmed that this was likely because he did not ¿see the light,¿ suggesting that the detachment zone had not yet exited the microcatheter. He was eventually able to detach the coil (subject device) by pressing the button on power supply a few times. When going up with the second coil, physician realized that the first coil (subject device) was still in the microcatheter. The physician pulled out second coil and went up and used guidewire as a medical intervention to push the first coil (subject device) out of the microcatheter. The physician followed up with three other coils and completed the procedure successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1 of 2 reports (1st MDR). The device remains implanted in the patient.